Event description:
Customer stated that the battery out limit error caused her to be hospitalized. Customer declined to give the details of the hospitalization. The blood glucose reading is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.